Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734699, lot/serial #: unknown: no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the cd/dvd drive would not open intermittently and was not mounting intermittently. There was no patient present when this issue was identified. Additional information was received stating that the cd¿s were not mounting in the system. The disk wasn¿t showing that it is being read by the computer and the disk drive acts as though no cd/dvd is present.

Manufacturer narrative:
Lot number received for 9734699 hd drive 9734699 cd/dvd-rw sata beige lot: 1010086l112. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was stated that the cd drive was not mounting on the desktop nor was it being read by the navigation software (import). It was thought the cd drive could not read disks.